Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, however, the probable cause of the malfunction was likely due to user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the resection electrode's plasma loop bent. The issue occurred during a therapeutic transurethral resection of the prostate. The intended procedure was completed. There were no reports of patient harm.